Event description:
It was reported that an alert was received on this implantable cardioverter defibrillator (ICD) due to the heart failure index crossed the alert threshold. The presenting and stored electrograms (egms) show a loss of capture (loc) observed. The atrial output is programmed to fixed at 2.5v (volts) at 0.4ms (milliseconds). An in-clinic review was recommended to assess atrial threshold and adequate output safety margin. The device and right atrial (ra) lead remain in service. No adverse patient effects were reported.